Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked from the opening to the base seal. No evidence of moisture intrusion was found in the compartment. The returned battery cap was able to secure properly onto the pump and the pump powered up with auditory and vibratory features.